Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) and system error 345 (thermistor disparity). This occurred upon device power up in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "system error 345" was not reproduced due to an unrelated issue. A review of the event history log (ehl) revealed occurrences of system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failing ultrasonic sensor. The ultrasonic sensor will be replaced to correct the reported problem. During evaluation, the reported problem of "system error 322" was not reproduced due to an unrelated issue. A review of the event history log (ehl) revealed occurrences of system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower aux flex connector was cracked. The lower aux will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.